Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient has experienced a recent increase in seizure activity; however, it is unknown whether the increase is above pre-vns baseline seizure frequency as the treating physician does not know what the patient's baseline seizure count was. X-rays reviewed by manufacturer were inconclusive in determining whether there was a discontinuity in the vns therapy system. Lead break is suspected. The patient's device was programmed to off pending surgical consult. Report is incomplete because device tracking information was not forwarded to manufacturer at time of implant and attempts to obtain it have been unsuccessful to date.

Event description:
The patient underwent revision surgery during which the generator was replaced prophylactically. During the revision surgery. It was noted that the lead connector pin was not fully inserted past the generator connector block. Intra-operative device diagnostic testing after the replacement generator was connected to the original lead was within normal limits, indicating that there was no lead malfunction. Based on information obtained to date, it is believed that the reported high impedance condition was caused by improper generator/lead connection at the time of initial implant. At post operative office visit, the patient's seizures were noted to be stabilized and the patient was doing well.

Manufacturer narrative:
The cause for the high impedance event was determined to be improper lead/generator connection, due to user error. There was no report of serious injury in conjunction with the high impedance condition, therefore, this complaint has been re-categorized as not reportable.